Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the customer reverted to an alternate method of insulin therapy. Technical support processed a request to replace the pump and tandem charging supplies, ensuring that the customer was provided with a new pump with updated software. Training for the new device was made available, and the customer was advised on steps to take upon receipt of the replacement.